Event description:
It was reported that a request to review this patient's cadiac records was made. Technical services review this patient's data and stated the device appears to be functioning appropriately with stored atrial tachy response episodes in the collection period. In addition, it was noticed a right ventricular lead polarity switch due to pacing impedance measurements out-of-range of over 3000 ohms. Attempts to obtain additional information were unsuccessful, no further information was known. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a request to review this patient's cadiac records was made. Technical services review this patient's data and stated the device appears to be functioning appropriately with stored atrial tachy response episodes in the collection period. In addition, it was noticed a right ventricular lead polarity switch due to pacing impedance measurements out-of-range of over 3000 ohms. Attempts to obtain additional information were unsuccessful, no further information was known. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.